Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor suggested removing the lifevest for a period of time to allow the rash to heal but patient did not do this. Patient's spouse, who is a registered nurse, shifted the electrodes off the irritated area, cleaned the electrodes and applied an unscented water-based lotion. Follow up indicated that the irritation improved.